Manufacturer narrative:
Summary of evaluation: no details of the product lot involved in the event were available. The onset of the patient symptoms soon after application of the bone cement suggest an adverse reaction to the product. This reaction is known and documented and is referred to on the product information leaflet. It is one of the more serious adverse reactions reported with the use of acrylic bone cements and is thought to be associated with residual monomer in the circulatory system and embolic effects. Elderly osteoporotic patients undergoing joint replacement or those with pre-existing cardiovascular disease are known to be more at risk from this reaction.

Event description:
After application of the bone cement, the pt's blood pressure suddenly lowered and then rose again. The pt expired 30 mins later.